Event description:
It was reported that the anesthesia workstation had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. It was reported that the anesthesia workstation had an issue. Based on the information collected to date there is no information according how the issue was resolved. No details have been obtained in regards which part turned out to be the source of the issue and system device logs were not received. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).